Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment. The hard drive was reimaged, reloaded and software was updated. The programmer passes all console tests and both the programmer and the radio frequency (rf) programmer head passed all system tests. (B)(4).

Event description:
It was reported that the programmer screen froze and displayed an hour glass icon despite multiple restarts. It was noted that no software update was being performed. No patient complications have been reported as a result of this event.